Manufacturer narrative:
Product analysis: the customer refused to return the device; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% at d epth of 1 millimeter (mm) on the non-coronary cusp (ncc). The valve was then fully deployed and dislodged into the left ventricular outflow tract (lvot). The valve was then explanted, and a surgical aortic valve was implanted eleven days later. The patient tolerated the surgical procedure and was doing well. No additional adverse patient effects were reported.